Event description:
It was reported that there were concerns for a dislodgment of this right atrial (ra) lead during an x-ray examination. This lead exhibited under sensing, high capture thresholds and loss of capture. The physician decided to explant and replace the lead. This lead is expected to return. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns for a dislodgment of this right atrial (ra) lead during an x-ray examination. This lead exhibited under sensing, high capture thresholds and loss of capture. The physician decided to explant and replace the lead. This lead is expected to return. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.